Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced the tubing connected to the bottom of mf7 (manifold) that was plugged (clogged). This resolved the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. Identification of failure modes: clogged tubing on mf7. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results for all parameters due to sample quality error, open vial error, sample carryover, or inadequate backwash drainage. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as 1 ml of bloody fluid that leaked onto the counter while running quality control samples. No system error messages were generated. The operator was wearing personal protective equipment of gloves, gown and goggles. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.